Manufacturer narrative:
Retainer ring=clear. Customer complained on 11/01/2021 the pump alarmed failed battery test, pump error 63, pump error 53 and pump error 82. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thus. No failed battery test, pump error 63, pump error 53 or pump error 82 noted during test. Pump error 63 variable 3 was noted in the history download on 10/31/2021 21:31:50.000 due to broken trace u1 pin6 on keypad assembly. Pump error 53 alarms (line number 5632 file number 2005) was noted in the pump history download on 10/30/2021 17:46:07.000 due to moisture damage to the pcb1 board and pcb2 board. Pump error 82 was noted in the pump history download on 10/30/2021 16:46:42.000 due to corroded motor home switch. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. However, the pump received with corroded battery tube. Verified pump alarmed 39 failed battery test on 10/30/2021 between 4:46:56 pm and 5:53:13 pm in pump downloaded history. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and faded serial number label. The p-cap/reservoir does lock properly. Device passed functional testing. No failed battery test, pump error 63, pump error 53 or pump error 82 noted during test. Confirmed pump error 63 variable 3 was noted in the history download due to broken trace u1 pin6 on keypad assembly. Confirmed pump error 53 alarms in the pump history download due to software error. Confirmed pump error 82 in the pump history download due to corroded motor home switch. Confirmed pump alarmed 39 failed battery test on 10/30/2021 between 4:46:56 pm and 5:53:13 pm in pump downloaded history. However, device received with corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. They had received software error detected, hrm task did not grant motor power in reasonable time alarm which they were unable to clear and hardware low level failures alarm occurred during self test, which the insulin pump failed. The customer stated that the insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.